Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. 10 sterile samples were received. Visual analysis of the returned sample revealed that the xc200 reloads were received sterile with no apparent damage. In an attempt to replicate the reported incident, the reloads were tested for functionality with a test device. Upon functional testing of the clips, the instrument loaded, retained, and deployed 6 clips per sample as intended over the suture. The clips were fully functional and conforming. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Package lot number of the clips? What suture type was used? What suture size was used? When the even occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? What was the surgical procedure involved? Was this a robotic procedure? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Did the event occur during one or multiple patient procedures? Please clarify if the quantity of product involved was sixteen eaches or one each. What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture clips were used. The clips are not closing appropriately. No adverse patient consequences were reported. Additional information was requested.